Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother reports that customer experienced high blood glucose. It is reported that customer's blood glucose was 478 mg/dl, and 481 mg/dl which were treated with manual injection. Blood glucose was lowered to 277 mg/dl. Customer's blood glucose at time of call was 438 mg/dl which was treated with manual injection. Troubleshooting was performed on insulin pump and customer was advised to change infusion set and reservoir and follow health care professional instructions. No further information provided.